Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device in which device diagostics and testing confirmed high current draw in power supply. Moreover, during bench testing the device was electrically overstressed preventing further analysis. The cause of high current draw could no be determined.

Event description:
It was reported that this pacemaker's battery dropped from 5.5 years down to 2.5 years within a span of 2 months. Engineering analysis revealed that the device's power consumption had increased wih random fluctuations. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis.

Event description:
It was reported that this pacemaker's battery dropped from 5.5 years down to 2.5 years within a span of 2 months. Engineering analysis revealed that the device's power consumption had increased wih random fluctuations. The device was surgically explanted. No additional adverse patient effects were reported.